Manufacturer narrative:
B.2 revised as selection entered on the initial report that was submitted was incorrect. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the thrombocytopenia was not determined due to insufficient clinical details. The cause of the hematoma was not determined since product was not returned and insufficient clinical details provided. The device history review was completed and the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 had intermittent ventricular tachycardia and an axillary hematoma that remained stable. The patient was treated with bivalirudin due to persistent thrombocytopenia. The patient was successfully weaned from the pump and survived.